Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during production, several 3ml bd luer-lok¿ syringes were found with faded graduation scale markings which could cause volume inaccuracy. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
A total of five loose assembled 3ml syringes were received, reported to be from batch # 7338760 (p/n 301073). The samples were visually evaluated. One syringe was observed to have most of the print missing with only few black dots and lines on the barrel. Four syringes were found with no print on the barrel with one syringe exhibiting abrasion marks on the barrel. Missing print is a rejectable condition per product specification. Product defect confirmed based on sample evaluation. Assembly records were reviewed as part of the device history record review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7338760 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Machine logs indicate marker issues resulting in missing print during the manufacture of this batch, and marker adjustments were made before production resumed. Potential root cause, is marker incline belt issue due to a stuck barrel likely resulted in missing print, insufficient defect containment resulted in a limited number of barrels getting mixed in with the good product. Actions were taken at the time the defect was identified during production. No corrective actions are necessary based on the defective rate identified. Controls are in place during manufacturing that include periodic in-process inspections for all defects to contain defect and assure the quality of the final product. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.